Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance anomaly. Surgical intervention was performed and evidence suggests this rv lead was surgically abandoned. No evidence provided suggests any other products were implanted at this time. Additional information has been requested but was not provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance anomaly. Additional information provided this rv lead was explanted due to high capture thresholds. A non-boston scientific system was implanted to complete this procedure. This rv lead has not been returned at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown product performance anomaly. Additional information provided this rv lead was explanted due to high capture thresholds. A non-boston scientific system was implanted to complete this procedure. This rv lead has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The correction report was submitted due to a change in the h6, impact codes field. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.